Event description:
It was reported that this right ventricular (rv) lead was evaluated in clinic for system integrity. A commanded shock of 1.1j was delivered with high shock impedance measurements, however remained within normal limits. A second commanded shock was delivered with 41j resulting in a fault code 1005 as the impedance measurements were saturated or open. Technical services (ts) recommended a lead revision as there was no concern of damage to the device. This lead currently remains in service. No adverse patient effects were reported.